Event description:
The customer reported that the system displays an xray security switch error code. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the footswitch and tested all the functions. The system is functioning as intended.